Event description:
The device was returned for service. During service by baxter, cracked door hinges and a broken door latch on channel 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported "bad pump #2" found during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found cracked door hinges and a broken door latch on channel 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.